Event description:
Unit fired first staple then jammed, when physician pressed handle all that was heard was a crunching sound. A second stapler was opened to finish procedure.manufacturer response for stapler, surgical, endo gia ultra universal: manufacturer provided rga and packing material for product return evaluation.